Manufacturer narrative:
D9 - date returned to mfg: 3/4/2026 h3 and h6 codes - updated h4 - device MFR date: corrected the suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not able to be duplicated. The cause of the reported issue was unable to be determined. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette is not detected. There was no patient involvement.